Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the forceps broke in the patient's abdomen while in use. All parts were retrieved. No injury or consequences for the patient. No further information provided.

Manufacturer narrative:
Integra has completed their internal investigation on june 10, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; one of the wires is broken on its distal part. The fragment was recovered but not returned for investigation. An observation under microscope allowed to verify that the wire thickness is compliant with the manufacturing specifications and do not show oxidization: it suggests the absence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. Moreover, the proximal part of the electrode is very dirty. DHR review; no nonconformity related to this issue. Complaints history; no complaint for this lot. Conclusion: the cause of this defect cannot be determined with absolute certainty. Considering that no material or manufacturing defect was found, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the wire and led to the reported event. Moreover, the IFU nt058 provided with the device requires to: "check the condition of instruments before and after each case. Remove from use any incomplete or poorly operation instruments".